Event description:
Information was received in 2005 from pt with a medical history of osteoarthritis, who experienced itchy rash from head to toe. The pt began treatment with synvisc in 2005. The pt received three injections of synvisc into both knees in 2005, and twice the following month. The evening after the third injection, the patient experienced a raised, itchy rash from head to toe and was hospitalized overnight. Treatment was unknown but the rash has resolved. At the time of this report the pt had recovered.